Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e216 scope communication error issue could not be determined, however, the issue was likely the result of a damaged image sensor unit due to repetitive use stress/user handling and or a faulty circuit board component. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment inspection of endoscopic images check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. In addition, the following non-reportable malfunctions were found during the device evaluation: bending section was scratched, bending section glue was chipped, loose angulation engagement, bending tube, braids were torn, d\distal end section white scratches. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope was unable to recognize the camera and had an e216 scope communication error. The issue occurred during inspection for use for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.